Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. The unit had a scratched lcd window, and cracks on the display window corners and reservoir tube lip, as well as a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.